Event description:
--

Manufacturer narrative:
The physician then decided to reconnect to the second new device and perform dft's. A 1.1j synchronous shock was done with results of 63 ohms and a 0.2 seconds charge time. A dft was then performed with successful induction with shock on t and successful termination of ventricular fibrillation (vf) with one 26j shock at 4.8 seconds and 48 ohms. Post the induction continuous shock impedence testing under the lead measurements were in the 60 to 90 ohm range in the triad and rv coil to ra coil configurations. The rv coil to can continued to be >125ohms. These results were verbalized to the physician and considering the successful dft and all other lead measurements continued to be in normal range with good fluoroscopy results; the physician decided to close the pocket with the second opened device. The originally implanted device and the first device attempted implant will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient's device was interrogated prior to elective upgrade procedure. Right ventricular (rv) lead performance testing as follows: r wave of 18.5mv, pace impedance of 738 ohms, shock impedance of 79 ohms and capture of 1.4v at 0.5. Daily measurements revealed that the shock impedance had been stable in the 70 to 80's. During procedure the device was detached from the lead and testing was performed via psa with results as follows: 17.9mv, 744 ohms, 1.0v at 0.5ms. Leads were then attached to this new device and verified for correct placement. Tug tests were good on the lead connections and the device was placed into the pocket. Testing via device was 16.4mv, 582ohms, 1.2v at 0.5ms and shock impedance of greater than 125 ohms. All three vectors were checked and all three continued to be greater than 125 ohms. The physician then disconnected the lead from the device and reconnected the leads and measurements were again taken with all resulting in greater than 125 ohms. Boston scientific technical services (ts) were called and they asked to retest with the pacing system analyzer (psa). Psa tests were within normal range. It was then decided that the lead was stable and a new device was opened and implanted.